Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that insulin continued to drip and squirt after letting go of the act button during priming. Customer's blood glucose was unknown. Troubleshooting was performed on insulin pump. Alarm history could not be viewed due to customer not being able to exit the priming sequence. Customer was advised that insulin pump would need to be replaced.